Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer. The air gas module was replaced and returned for investigation. The received logs revealed alarms indicating o2 concentration low and o2 concentration high dated on (B)(6) 2021. The reported failure was reproduced during simulated use test of the returned air gas module. The failure was caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The failure of the delta pressure transducer leads to an inaccurate gas flow regulation which will be detected during pre-use check, alarms will be activated if the failure occurs during ventilation. The root cause for the defective delta pressure transducer could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).